Event description:
It was reported that after an avnrt procedure in a patient with a difficult anatomy, it was noticed in the recovery room that the patient's blood pressure dropped. A stat echo was performed and pericardial effusion was observed. The patient was transferred to procedure room and a pericardiocentesis was performed. The fluid was drained and the patient was fully recovered. The physician's opinion regarding the causality of the event was procedural related due to patient movement during the procedure. The patient stayed hospitalized overnight.

Manufacturer narrative:
Concomitant products: ez steer coronary sinus us catalog #: bd710fj282rts lot #: unknown. Webster 4 pole us catalog #: d6dr252rt lot #: unknown (2 reprocessed catheters). Halo us catalog #: d7t20282rt lot #: unknown (reprocessed catheters). Webster 6 pole us catalog #: d706dr002rt lot #: unknown. Carto 3 system us catalog #: fg540000 serial #: (B)(4). Stockert 70 system us catalog #: s7001 serial #: (B)(4). Cool flow pump us catalog #: cfp002 serial #: (B)(4).

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. DHR review could not be performed since lot number was not provided by the customer.(B)(4).